Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were only able to be partially filled due to an unspecified issue. There was no reported adverse impact to customer's blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.